Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. The treatment for the reported event was unknown. At the time of this report, the patient was still in the hospital and has not yet recovered from the peritonitis event. Pd therapy was continued during the hospitalization. No additional information could be provided because the reporter declined follow-up.